Event description:
I had textured saline breast implants done (B)(6) of 2000. In (B)(6) 2007 my right implant ruptured. The original implants were mcghan textured. My right implant was replaced with inamed textured implant. Within months I began having health issues. First started with difficulty in taking a deep breath. This progressed to gynecological issues in which I had several procedures resulting ultimately in a hysterectomy in (B)(6) 2009 at age (B)(6). Previously I had none of these issues. Fast forward, I've had terrible allergies out of the blue. I had been getting immunotherapy (allergy shots) for approximately 2-3 years. I developed gerd that is moderately controlled with prilosec. I have gained approximately 60 lbs since the rupture. I had 2 bladder surgeries and now have interstitial cystitis. Due to the hysterectomy I went thru early menopause. Not sure if it was the hysterectomy or something else as I do still have one ovary that for no reason stopped producing hormones. I have joint pain and plantar fasciitis. Chronic fatigue, heart palpitations, tachycardia and breast pain due to grade 3 capsular contractures. My difficulty breathing has gotten to the point that someone suggested it might be related to my implants. I believe I have nearly 30 of the listed symptoms. I will be having my implants removed in (B)(6) 2021 and will not be getting new implants as I feel they are making me ill. FDA safety report ID# (B)(4).